Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. A complete lead was returned in one piece for analysis. Visual inspection, x-ray examination, and electrical testing were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited low pacing impedance. The atrial lead was not used and replaced. The patient was in stable condition.